Manufacturer narrative:
Results: the jet7 was ovalized from approximately 103.5 ¿ 104.0 and 108.0 cm from the hub. The device was slightly stretched and fractured approximately 110.0 cm from the hub. The device was stretched from approximately 128.0 ¿ 131.0 cm from the hub. The distal tip of the device was damaged approximately 132.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture on the midshaft and revealed stretching and an ovalization near the fracture site. If the jet7 is forcefully retracted against resistance, the device can become stretched and fracture. Further evaluation revealed stretching distal to the fracture and a damaged distal tip. These damages were likely incidental to the reported complaint and may have contributed to resistance upon retraction. No other devices were returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined . Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system jet 7 reperfusion catheter (jet7) and non-penumbra sheath. During the procedure, the physician removed the clot using the jet7 with aspiration. However, while retracting the jet7 out from the sheath, the jet7 broke into two pieces. Therefore, the physician used a snare device to remove the broken jet7. It was reported that the clot was removed with the broken jet7. The procedure was ended at this point. There was no report of an adverse effect to the patient.